Event description:
Event was reported by eye care practitioner directly to coopervision. Pt has been wearing biofinity (comfilcon a) lenses for the past year. Problems started for the pt after two weeks of wear. Optician saw small white scars/dots on each eye. Pt has suffered a corneal ulcer. Attempts by coopervision to receive additional info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was initially reported by eye care practitioner to coopervision (B)(4). No product has been returned and no written documentation received. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: attempts to obtain additional info were unsuccessful. We cannot confirm that there was no permanent impairment or permanent damage. Conclusion: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.